Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose rose to 600 mg/dl. The mother stated the customer could not focus due to their high blood glucose. Customer treated their blood glucose with a manual injection. The mother declined to troubleshoot for the customer's high blood glucose. It was also found the customer had a lost sensor alert. No additional information provided.